Manufacturer narrative:
The hcg+b reagent lot number was 838105, with an expiration date of 31-may-2026. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg+b test system on a cobas 6000 e601 module. The sample initially resulted in an hcg+b value of 0.469 miu/ml. The patient had a positive urine test, so the customer decided to repeat the sample. The customer also stated that it is their laboratory protocol to repeat samples with low results. The sample was repeated on a second analyzer, resulting in an hcg+b value of > 10000 miu/ml with a data flag. The sample was then automatically diluted 1:100 and repeated on the same analyzer, resulting in a value of 191131 miu/ml. The repeat value of 191131 miu/ml was deemed correct.

Manufacturer narrative:
A review of alarm trace data showed abnormal sample aspiration and sample short errors. These are indicators of possible poor sample quality. The field service engineer determined the issue was related to the measuring cells. Preventive maintenance was performed on the analyzer, including replacement of the measuring cells. Performance testing and quality controls were run. The investigation determined the service actions resolved the issue.